Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted . If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a divot was discovered on the preloaded intraocular lens (iol) when removing from it's packaging. There was no patient contact and the issue was identified prior to insertion. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 7, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification could not be performed on the lens due to no lens being returned. The exterior assembly of the complaint simplicity was visually inspected under magnification and no assembly issues were identified. No additional issues were observed with the returned product. The complaint issue "dc-lens damaged" could not be confirmed; therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, the complaint issue could not be confirmed; therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.